Event description:
Meter is giving inconsistent readings. Analysis run on clark error grid using mean avg reading (69) vs. Bd readings of (36, 10) yielded data points in the d zone of the grid, outside of acceptable limits.